Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead to device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the health care professional (hcp) requested a review of the most recent presenting electrogram (egm) for this cardiac resynchronization therapy defibrillator (crt-d) system to confirm left ventricular (lv) lead capture. Technical services (ts) discussed lv threshold and output with called, noted that the deflection on the lv channel may have been the p waves but they are not being sensed by the lv lead. Additionally, a review of atrial diagnostics, noted intermittent atrial capture with a high capture threshold and an increase in pace impedance measurements that remain withing normal limits. Ts discussed possible reprogramming options. This crt-d system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) requested a review of the most recent presenting electrogram (egm) for this cardiac resynchronization therapy defibrillator (crt-d) system to confirm left ventricular (lv) lead capture. Technical services (ts) discussed lv threshold and output with called, noted that the deflection on the lv channel may have been the p waves but they are not being sensed by the lv lead. Additionally, a review of atrial diagnostics, noted intermittent atrial capture with a high capture threshold and an increase in pace impedance measurements that remain withing normal limits. Ts discussed possible reprogramming options. This crt-d system remains in service. No adverse patient effects were reported.